Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was not "working properly and making loud noises." The device was being used during surgery. There were no patient or user injuries reported. There was no additional information provided.